Event description:
It was reported by the caller that an adverse event occurred. Caller stated that there were no (B)(6) catheters in the left atrium but the cryo balloon was in the right superior vein. Caller stated that they paced from the svc with a quad catheter for the phrenic nerve and the phrenic nerve was capturing but damaged it with ablation. Caller stated that they waited about 10 to 15 minutes and it came back. Caller stated the physician deemed it recovered. The procedure continued. Caller stated that it was discovered when the diaphragm was no longer contracting. Caller noted that they had the following (B)(6) products in the right atrium, pentaray catheter, webster cs catheter and a soundstar catheter. Caller stated none of the (B)(6) catheters are available for return. Caller was not able to provide the pentaray catheter information but said he can provide it tomorrow (B)(6) 2024. Cryo ablation medtronic was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).